Manufacturer narrative:
The display was blank due to a faulty liquid crystal display driver. No further testing could be performed due to the blank display.

Event description:
It was reported that the display on the insulin pump was frozen. The reported blood glucose reading was 417 mg/dl. Troubleshooting was performed, but the display could not be restored to normal operation. Nothing further was reported.